Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed swelling around the implant site, resulting in the decision to explant the device on (B)(6), 2012. The patient was reimplanted with another device on (B)(6), 2012.